Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced leg stimulation. Approximately fifteen years ago, a previously active implantable pulse generator (ipg) device that was implanted in the abdomen was programmed to odo mode after being replaced with a new endocardial system. The previous system remained implanted but inactive. The device then migrated to the supra pubic region, just above the patient's bladder. As the battery depleted, the device elective replacement indicator (eri) was triggered which reset the device to vvi mode causing the patient to experience leg stimulation. The device is expected to be explanted at a later date. No patient complications have been reported as a result of this event.